Event description:
It was reported that the patients pocket incision site was opened up. The patient underwent a pocket revision and was healing properly.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.